Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis because of bent cannula. Customer¿s current blood glucose reading was 78 mg/dl. Customer was nauseous then rushed him to hospital. Customer was not using auto mode. The insulin pump will not be returned for analysis.